Event description:
It was reported that the lead exhibited oversensing with inhibited pacing. The patient's heart rate decreased to 30 bpm. Dislodgement was identified and after the lead was repositioned, no sensing was observed and blood appeared within the insulation. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
Customer reportedly obtained a result of 61mg/dl on the advantage system and 30mg/dl on a professional device within 10 minutes. Customer was given an IV of unknown contents at the hospital. Requested return of suspect system, and replacement was sent.